Manufacturer narrative:
Intuvie received a report that the device blew fuses and emitted sparks during testing before it stopped functioning. It was discovered to spark when the technician changed the fuse. The device was subsequently returned to intuvie for investigation, which remains ongoing. At this time, the failure mode has not been confirmed, and the root cause remains undetermined. Reference to complaint (B)(4).

Event description:
It was reported to intuvie that the device blew fuses and sparks during testing. The device just stopped working. It was discovered to spark when the technician changed the fuse. No patient involvement was reported. No user harm was reported.